Event description:
A customer reported getting a blank screen on their adc meter upon pressing a button or strip insertion and as a result of being unable to test, experienced chest pains, stress, dizziness, and vomiting. The paramedics were called and treated her with magnesium sulfate via intravenous infusion on the scene. The customer was transported to a hospital where she was diagnosed with hyperglycemia, but denied being administered any medication that was not previously prescribed. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The reported meter was returned and investigated. The complaint was not confirmed and a new issue was observed. The reported meter did power on with button depression and did power on with strip insertion. Blank screen was not observed. (B)(4).

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.